Manufacturer narrative:
Continuation of d10:  product ID d-evprop34us (lot: unknown); product type: 0195-heart valves product ID l-evprop34us (lot: unknown); product type: 0195-heart valves medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that during implant of this transcatheter bioprosthetic valve, the procedure was extremely complex due to the patient's severely calcified annulus and left ventricular outflow tract (lvot) as well as a horizontal aorta. Pre-dilation was performed with an 18mm and a 23mm balloon. Upon first deployment attempt, the valve was positioned too deep. The valve was recaptured and infolding occurred due to the heavy calcification. The valve was removed from the patient and replaced. No adverse patient effects were reported.

Event description:
Additional information was received that no misload occurred during loading. There was no procedural delay as a result of the infold.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.